Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event occurred. The patent stated they inserted the sensor into the abdomen on (B)(6) 2019 and on (B)(6) 2019 a lump developed under the sensor patch. The sensor was removed, and a new sensor was inserted on a different area on the abdomen. On (B)(6) 2019, further contact was made with the patient. The patient stated the lump increased in size and was seen by a physician¿s assistant who incised the lump and inserted a drain. The following day, the patient reported bleeding from the drain. He went to the hospital and was admitted overnight. A couple of days after his hospitalization, the bleeding had stopped, the lump resolved but he developed a bruise in the area of the lump that extended from his navel around to his back. At the time of contact, the patient was doing well. No additional patient or event information is available.